Event description:
Reporter alleged blood glucose measured 147 mg/dl, however, customer felt as if glucose was low. Customer stated going to the hosp 1/2 hr later and their device measured glucose to be 38 mg/dl, so customer was treated with a shot, contents unk. It was stated customers' glucose was taken 2 hrs afterwards and had elevated to 85 mg/dl, however, customer remained in the hosp for 6 days for an illness unrelated to diabetes. A request was made for the return of the suspect device and replacement product was sent.